Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer lost the left image in surgeon side console (ssc) 1 and used ssc 2 only. The technical support advised the customer to power cycle the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that surgeon side console (ssc) 1 high-resolution stereo viewer (hrsv) left image was lost. The customer used sscs 2 to continue with the procedure. The tse advised the customer to power cycle the system after the procedure to resolve the issue. The customer planned to follow the tse¿s advice later. The procedure was completing as planned with no reported injury.